Event description:
It was reported that (1) cdh33 was used during a low anterior resection procedure. It was reported by the rep that after surgeon fired the cdh33 he found the stapler had no staple on it while cutting the rectum. As a result, the anastomosis was not completed and surgeon used competitor instead after making colostomy. There was no consequence to pt. It was reported by the affiliate the cdh33 was used during a low anterior resection. It was reported the device was used directly out of the sterile package. It was reported much of the rectum tissue was damaged by the misfiring of the cdh33. The anastomosis was completed with the ussc eea31. The md decided to perform the colostomy on the ileum for the purpose of pt safety. Depending on the pt prognosis, the md will decide whether the pt will have a reoperation to reverse the colostomy.